Event description:
Patient was admitted to the hospital to rule out sepsis. His hospital course was uncomplicated. His blood cultures, cerebrospinal fluid culture, and urine culture were all negative. While preparing patient for discharge to home, the intravenous (IV) access was discontinued, however when it was discontinued a piece of the IV catheter broke off and stayed within the vein of the scalp. Surgery was alerted and evaluated the patient. It was determined that the catheter could not be removed and the patient was scheduled for surgery. A CT scan localization identified the catheter and the surgeon was able to remove the tip of the catheter under general anesthesia. Because the patient was placed under general anesthesia, he was kept overnight for observation. The patient was discharged home in a stable condition. The product was retained by risk management; however no product information was available.